Event description:
The facility reported a pump where "channel b failed". This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04, 2007. Evaluation summary: the reported condition of channel b failing was confirmed. Inspection of the device found that channel b failed because it was inaccurate, which was caused by a faulty pump head module. The pump head module was replaced.